Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05175. The pt has three, 3163 leads from the same lot and one, 3166 lead (for off-label use). It was reported one of the pt's leads was protruding and causing redness. F/u revealed a surface infection was present. As a result, a portion of the lead was cut by the doctor on (B)(6) 2014. The infection resolved over time with the use of antibiotics. All leads are being reported because it is unk which lead was cut by the doctor and/or involved with the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.